Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead delivered shock therapy due to noise oversensing and exhibited high pacing thresholds and low pace impedance measurements (<200 ohms). Boston scientific technical services (ts) was contacted and discussed troubleshooting steps. It was suspected that there was rv lead insulation damage. Subsequently, a revision procedure was scheduled and the rate/sense portion of the rv lead was surgically abandoned and a new lead was implanted. On a later date, the ICD was explanted and replaced. No additional adverse patient effects were reported.